Event description:
It was reported that during an ion endoluminal lung biopsy procedure on (B)(6) 2023, the patient became unstable and potentially had a seizure resulting in the procedure being aborted. The patient was transferred to the intensive care unit following the case and was not awake as of the following day. At the time, an MRI indicated a potential air embolism. No specific information regarding patient symptoms during the event, diagnosis or current status were provided. Multiple follow-up attempts to obtain additional information have been made; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. There was no report of any issues with the ion system, instruments or accessories. Additional information has been requested. System logs were not available for review at this time. A review of the event was performed by an isi medical safety officer (mso) who concluded that based on available information, a patient of unknown age, gender and medical history underwent an ion endoluminal biopsy. The case was aborted for a possible seizure. The patient was transferred to the ICU for management and has not been awake since. An MRI was performed but results are not available to us. Multiple attempts to obtain further information has been unsuccessful. There was no report of a malfunction of the ion system, instruments, or accessories. Bronchoscopy with biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) and 4 (0.02%) total deaths. Another multicenter study reported 13 (2.2%) complications and no deaths associated with 581 cases. A more recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%). There was no allegation of a malfunction of the ion system, instruments, or accessories. Based on the available data there is insufficient information for further comment but it is unlikely that the ion system, instruments or accessories caused the seizure. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019.

Manufacturer narrative:
Section b2: updated outcome to death reported. The date of death was not provided. Section b5 narrative: additional information received reports that the patient suffered a stroke and did not wake up after the procedure. The patient lived for some period of time following the procedure and eventually passed away. No additional information, including date of death, was provided. Section h11 additional information: a device history record (DHR) review for the device(s) used found no non-conformances were identified to be related to the event. A review of the additional information was performed by an intuitive medical safety officer (mso) who concluded that a patient of unknown age and medical history underwent an ion endoluminal biopsy. The case was aborted for a possible seizure and a stroke was ultimately diagnosed. The patient was transferred to the ICU for management and did not awake post-procedure. An MRI was performed but was inconclusive for air embolism. Multiple attempts to obtain further information were unsuccessful. There was no report of a malfunction of the ion system, instruments, or accessories. Based on the available data the adverse event was procedure related. There is no compelling data to suggest the event was device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies, the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.

Event description:
Refer to h10/h11 for follow-up information.